Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. After pre-dilation with a 2.5x12 non bsc balloon, a 3.00x8mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. During procedure, dissection was noted and vessel flow was not obtained.